Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior) product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed. A posterior capsule tear occurred. Additional information received from the nurse stated, there was no patient impact. No further information was received.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4).